Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that, the patient experienced infusion set cannula bent on (B)(6) 2024. This issue led to an increase in blood glucose level of 425 mg/dl. The patient was taken to the emergency room due to increased level, during hospitalization the patient felt dizzy. During hospitalization the patient was treated with insulin drip intravenously.the patient was released from the hospital after two hours. No further information available.